Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels that ranged between 50-74 mg/dl; cause was unknown. Customer addressed bg level by ingesting candy.